Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving morphine (10 mg/ml at 1.646 mg/day) via an implantable infusion pump. The indication for use was spinal pain. It was reported that during surgery the hcp could not get the connector off of pump and stripped the catheter from the connector in the process. The silicone slipped off the metal so they had to replace the connector piece with 14.7 cm of a new 8784. The caller stated that they were not able to aspirate the catheter and so they did a back table prime. It was reported that the patient was getting adequate therapy and there have been no volume discrepancies so it was not decided to replace the catheter. No further complications have been reported as a result of this event.